Manufacturer narrative:
(B)(4). Unopened product from the same lot number was returned for evaluation and found to meet specifications and found to meet specifications. The investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).

Event description:
It was reported by the eye care professional (ecp) on (B)(6) 2014 that the patient used several lenses in the pack and experienced a scratching sensation during wear, but not when using lenses from another box. The patient then reported a "corneal rupture." Additional information received on (B)(6) 2014 from the ecp stating that he had conducted a corneal optical microscopy when customer reported the problems on (B)(6) 2014 and realized ther was a "hack" in the center of the cornea of the left eye. The patient was urgently advised to seek the medical advice of an ophthalmologist. The patient reported that antibiotics and artificial tears were administered. Currently, the patient is not able to resume lens wear. Additional information was received on (B)(6) 2014, clarifying that "hack" was the verbatim translation meaning a hurt like a cut - the reported result of the ophthalmologist's investigation was a rupture of the cornea. Additional information has been requested but not yet received.